Event description:
It was reported that during the implant procedure the rv lead was removed from the header to test threshold, once thresholds were obtained, the physician attempted to place the rv lead back in the rv port, and secure it using the wrench. Physician attempted to place the right ventricular (rv) lead in the rv port and the set screw would not secure the rv lead in the header. After multiple attempts of retracting and extending the set screw, the physician asked for a new implantable cardioverter defibrillator (ICD) . The second ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed analysis no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Manufacturer narrative:
Product event summary #analysis information -- 2015-03-04 22:36:48 cst pli# 10 product ID# dtba1d4 2015-03-23, (B)(4): the device was returned and analyzed. Analysis revealed analysis no anomalies were found. The returned device indicated a loose/detached set screw.<(><<)>end>. (B)(4).